Manufacturer narrative:
(B)(4) - presyncope the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. It appears that a temporal relationship exists between the patient first hd treatment and a period of light headedness (pre-syncopal) that resolved with an unknown type and amount of IV fluid. However, there is no documentation captured within the complaint file that indicates a causal relationship between the 2008k hd machine and the pre-syncopal episode.

Event description:
The discharge diagnosis revealed that the patient experienced "pre-syncope with associated premature ventricular contractions (pvc) related to hd" during the first hemodialysis (hd) treatment performed after the patient was transitioned from peritoneal dialysis (pd) to hd on (B)(6) 2017. The patient's treatment for pvc is not known. Additionally, the patient reportedly experienced some lightheadedness which improved with intravenous (IV) fluids (type and amount unknown). The patient was discharged from the hospital on (B)(6) 2017. The patient had an adjustment to her anti-hypertensive medications. The patient had a second hd treatment on the date of discharge and tolerated it well. The patient's condition at discharge was noted as being stable and improved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all dialyzers shipped to this account within the selected time frame. A delivery search was performed for the 3 years prior to the complaint occurrence date. No information was found and no lots were identified during this review, which sought to identify the most recent delivered lot number shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.